Manufacturer narrative:
A specific root cause was not identified. Calibration and quality controls connected to the event were within specification. Assay performance checks performed by the field service representative were within specification. No issue was found. No adverse events were reported.

Event description:
The user reported an ongoing issue with questionable troponin t results and provided data for one patient sample. The user tested the patient sample using two troponin t assays. The result with the troponin t stat generation 4 assay was 0.060 ng/ml with a data flag. The result with the troponin t assay was <0.010 ng/ml with a data flag. The user then sent the sample to another laboratory for testing on a cobas e411 analyzer and the result was <0.01 ng/ml. The result of <0.01 ng/ml was reported outside the laboratory. No adverse events were alleged regarding the event. The troponin t stat generation 4 reagent lot number was 15989401. The troponin t reagent lot number was 15930001. The user declined a service visit.